Event description:
Customer reports to have received a button error alarm and also experienced keypad anomaly. Customer reports that when attempting a bolus delivery, the numbers continued to scroll up. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected scrolling of numbers or button error alarms noted during testing. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.